Event description:
Pt reported that her IV was leaking. Nurse found that IV catheter tubing had essentially broken into two pieces. No harm to the pt. No pt info received from nursing unit occurred (B)(6) 2018. Actual device packaging not available.